Manufacturer narrative:
H6: corrected health effect - clinical code, health effect - impact code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, limited range of motion, and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
H10. Pending investigation.

Event description:
It is reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2017, with no revision surgery reported. There is no device information provided. No radiographic images of the device are provided. There is no other information available.